Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using a powerport m.r.I. Isp in the right internal jugular vein. It was reported that following catheter placement, the catheter was found to be occluded, preventing aspiration of blood return and infusion. The occlusion was suspected to be due to a polyurethane-related obstruction. No patient injury was reported.